Manufacturer narrative:
This report is submitted on march 08, 2023.

Event description:
Per the clinic, the patient experienced swelling and granulation at the implant site. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2022, in order to remove granulation tissue. The implanted device remains.